Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of proximal released stent partially deployed. Block h10: an ultraflex esophageal ng proximal release covered stent and delivery system were received for analysis; the deployment suture was not returned. Visual examination of the returned device found the stent was received fully deployed off the delivery system and expanded. No damage or issues noted to the stent or delivery system. As there was no issue with the returned device, the reported event could not be confirmed. Therefore, the most probable root cause for the complaint event is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on march 2, 2019 that an ultraflex esophageal ng proximal release covered stent was to be used to treat a malignant stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was unable to be fully deployed as the deployment suture was knotted. The partially deployed stent was removed and another ultraflex esophageal stent was placed to complete the procedure. There were no were patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal ng proximal release covered stent was to be used to treat a malignant stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was unable to be fully deployed as the deployment suture was knotted. The partially deployed stent was removed and another ultraflex esophageal stent was placed to complete the procedure. There were no were patient complications reported as a result of this event.